Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient who had a mentor smooth round moderate profile 325cc saline prosthesis (left) and a mentor smooth round moderate profile 300cc saline prosthesis (right) experienced left sided deflation and right sided ptosis post procedure. The patient expressed dissatisfaction with the perkiness of her implants. As a result, bilateral prosthesis replacement with mentor gel was performed on (B)(6) 2021. The left sided deflation was reported initially under 1645337-2021-00903 on (B)(6) 2021. On may 4, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.